Manufacturer narrative:
The device was returned and analyzed. No anomalies were found.

Event description:
It was later reported that the device was removed as a temporary pacer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to infection. The leads were explanted and replaced. The device remains in use as atemporarary pacer outside of the body. No patient complications have been reported as a result of this event.